Event description:
It was reported by repair work order that the footend lift was stuck at an elevated height due to a malfunctioning footend lift motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted to indicate that the customer will be performing their own repairs.

Manufacturer narrative:
Conclusion: device yet to be repaired.

Event description:
It was reported by repair work order that the footend lift was stuck at an elevated height due to a malfunctioning footend lift motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.